Event description:
It was reported that the patient was unable to get paresthesia on the left side due to lead migration which was confirmed via x-ray. The patient underwent a lead revision procedure and was doing well postoperatively. Nothing was added or removed.

Manufacturer narrative:
Block b3: exact date unknown, event occurred eight weeks from date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7122146.

Event description:
It was reported that the patient was unable to get paresthesia on the left side due to lead migration which was confirmed via x-ray. The patient underwent a lead revision procedure and was doing well postoperatively. Nothing was added or removed.